Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 3 cm on the posterior aspect and a rent of 0.7 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 450cc, catalog number 3504501bc, serial number (B)(4), lot number 7356962 (l) and serial number (B)(4), lot number 7358057 (r) on (B)(6) 2019. Two devices were returned to the manufacturer damaged. As a result, both products are being conservatively reported for deflation. This report is for the left side. The device initially reported is for the right side.